Event description:
A talent abdominal stent graft system was implanted emergently in a pt for the endovascular treatment of an abdominal aortic aneurysm one month ago. The pt has hypercoagulable disorder. The CT demonstrated that the iliac limb was occluded. The physician attempted to perform a thrombectomy procedure, utilizing a fogarty catheter and angio-jet device however the stent graft and vessel were still occluded. The physician elected to perform a femoral to femoral bypass. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results: graft occlusion. Evaluation conclusions: hypercoagulable disorder.